Event description:
Device 2 of 2. Reference mr report: 1627487-2012-10209. The pt received the scs sys which included two leads from different lots on (B)(6) 2011. It was reported the pt attempted to use the scs sys following a 20 day hosp stay for an unrelated issue during which stimulation wasn't used. The pt was unable to obtain stimulation. The physician performed a troubleshooting procedure to determine the cause of the issue and identified invalid impedances on both leads. The physician reported that both leads were fractured at the distal end of the anchor. The physician removed and replaced both leads. Impedance values tested within normal limits postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.